Event description:
This 38-yr-old female underwent bilateral silicone gel breast prosthesis implantation last in 5/84. Due to specific changes, the pt wishes to have the implants exchanged for saline filled implants. Gross exam: both implants are disrupted and exude sticky, stringy, viscous material.